Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that there is pain in the shoulder and tingling in the arm, fingers, and sometimes the chest area. The most-recent device check indicated that it was functioning normally and a subsequent device check is scheduled. The device remains in use. No patient complications have been reported as a result of this event.